Event description:
After an implantation period of approx. 57 months, it was reported that the lead was explanted due to oversensing on the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Iforia 5 dr-t promri df4: subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Plexa promri s 65: upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin. The proximal and medial fragment were returned for analysis. The distal fragment including the lead tip and rv shock coil was not received. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated 7 cm and 38 cm distal to the df4 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.